Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eighteen months post a stent placement, the stent was allegedly found in patient's heart. It was further reported that the stent was allegedly removed through open surgery. However, the current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a short cut out bloody segment of the stent was returned for evaluation; struts are kinked, bent, overlaying, and broken. Although the condition of the stent was manipulated by the surgery the condition leads to confirmed result for strut fracture. Images demonstrating the migrated stent before surgery were not provided so that the condition of the stent before surgery cannot be re produced which leads to inconclusive result for migration. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent migration but confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure for regular deployment. Regarding pta the IFU state: "predilation of chronic lesions with a balloon dilatation catheter is recommended.", and "post stent expansion with a balloon dilatation catheter is recommended." A stent size selection table is part of the IFU describing the relationship between reference vessel diameter and unconstrained stent inner diameter; according to this table the 18mm stent is appropriate for a 15-17mm vessel diameter. H10: g3, h6 (method). H11: h6 (result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eighteen months post a stent placement, the stent was allegedly found in patient's heart. It was further reported that the stent was allegedly removed through open surgery. However, the current status of patient was unknown.

Event description:
A patient underwent a stent placement procedure using venovo venous stent. Eighteen months post the procedure; the stent was allegedly found in patient's heart. It was further reported that the stent was allegedly removed through open surgery. However, the current status of patient was unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a short cut out bloody segment of the stent was returned for evaluation; struts are kinked, bent, overlaying, and broken. Although the condition of the stent was manipulated by the surgery the condition leads to confirmed result for strut fracture. Images demonstrating the migrated stent before surgery were not provided so that the condition of the stent before surgery cannot be re produced which leads to inconclusive result for migration. A manufacturing related issue could not be found. In this case the vessel diameter was 14mm at the lesion site, the vessel was not tortuous, and the user did not experience difficulty during deployment. The lesion was pre and post dilated, and an irregular stent strut structure was not observed upon deployment. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent migration but confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) describes holding and handling of the system throughout the procedure for regular deployment. Regarding pta the IFU state: "predilation of chronic lesions with a balloon dilatation catheter is recommended.", and "post stent expansion with a balloon dilatation catheter is recommended." A stent size selection table is part of the IFU describing the relationship between reference vessel diameter and unconstrained stent inner diameter; according to this table the 18 mm stent is appropriate for a 15-17 mm vessel diameter. G3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.